Manufacturer narrative:
Other, other text: one unused unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated and the device passed all functional tests. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that the tpn filter was found to be leaking. The blue aspect of the tpn filter was examined and had blood inside it, either the line had bled back or the filter had fractured. No lipid was being delivered to the patient.